Event description:
It was reported that the patient was implanted a ncb pp prox fem plate, r, 12 h, l 285 mm on the right side on (B)(6) 2014. Patient applied load after 3 months after the surgery. On (B)(6) 2014, the plate broke without any particular movement and then the patient was revised on (B)(6) 2014.

Manufacturer narrative:
The manufacturer did not receive device, other source documents but x-rays for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).